Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
Clinic notes dated (B)(6) 2015 were received indicating that the vns patient's seizures had been well controlled until the patient began experiencing an increase in seizures with up to 600-700 seizures per day. The physician sent the patient for eeg. The eeg report indicates that the patient was admitted to the hospital from (B)(6) 2015 for eeg. The patient had two gtc seizures and one drop seizure a couple days prior to the hospital admission. On (B)(6) 2015, the patient's device was interrogated and a high impedance warning message appeared. It was noted that the magnet was no longer effective in aborting the patient's seizures. The patient was referred for surgery but no known surgical interventions have occurred to date. Follow-up revealed that the patient's device first showed a high impedance condition in (B)(6) 2014 which the physicians attributed to fibrosis.

Event description:
The implant card was received on (B)(4) 2015 indicating that the patient had a full replacement due to high impedance on (B)(6) 2015. The explanted devices were discarded after surgery and will not be returned for analysis.